Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis was unable to confirm the customer comment that the programmer would not interrogate. During analysis, the programmer was able to interrogate to devices wirelessly and non-wirelessly. There were no suspicious errors found in the parsing sheet. However, the programmer failed a functional test, and therefore a printed circuit board was replaced and recalibrated, and the hard drive was reconfigured and reloaded with updated software. It was also indicated that the system fan was noisy and the programmer came in with an old stylus. These parts were replaced and calibrated and the programmer passed final functional and system tests. (B)(4).

Event description:
It was reported that the programmer would not interrogate a device. The radio frequency head was changed and the issue was not resolved. The programmer was returned for service. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.